Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 123 mg/dl. The customer was advised that the insulin pump was going to be replaced and revert to backup plan. No further information was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).